Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that the insulin pump had critical pump error. Customer¿s blood glucose level was 181 mg/dl. Customer reported they received red x image and open book image on the insulin pump screen. Customer reported that they tried to put the battery in and insulin pump start vibrating and turned off. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.